Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
The customer reported that the ventilator did not have oxygen supply from the oxygen source. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The gas delivery system was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.